Manufacturer narrative:
This report is submitted on december 19, 2019.

Event description:
Per the clinic, the patient experienced dizziness with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to electrode migration and non-auditory percepts. The device passed all electrical tests confirming correct device function. This report is submitted on march 9, 2020. (B)(4).